Event description:
It was reported that 3 days after implantation of a 3.0x12 mm taxus express2 drug eluting stent, an in-stent thrombosis occurred. During the initial procedure, the target lesion was located in the left anterior descending (lad) artery. A 3.0x12 mm was deployed in the lad. No info was reported concerning percentage of pre-procedure stenosis or post-procedure stenosis. No info was reported concerning medications used before, during, or after the procedure, or pt complications. The pt returned 3 days later with a in-stent thrombosis in the lad. The physician was able to open the stent at that time. The pt returned again 4 days later with a recurrence of in-stent subcute thrombosis. A balloon angioplasty was performed. No info was taken off plavix and prescribed ticlid. The physician felt that the pt was not responding to plavix. The pt was reported to be doing "well".